Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a failure of the functional test, the clip test, was related to the customer's reported complaint. The medium-large clip applier instrument failed the clip test due to misapplication of the clip caused by a bent grip clip tip. Additional observations related to the customer's reported complaint include the clip applier instrument being found with one grip bent, causing an offset at the tips, and the clip not being properly released from the grips. An additional finding not related to the customer's reported complaint is that the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.